Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked. Customer stated that 2 o-rings are not sealed properly. Insulin is leaking into the insulin pump. Customer stated that insulin leaked past second o-ring. No fluid visible but reservoir compartment smells of insulin. Nothing further reported.